Event description:
Our rep is reporting that his account has reported that during an arthroscopic knee repair, the surgeon observed metal shavings emanating from the femoral aimer and falling into the pt's joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the pt. The user reports that he had the exact same experience and outcome with the same instrument sometime in 2008. Device discarded by user. Also see associated MDR 1221934-2008-00506.

Manufacturer narrative:
Mitek is at this point in time trying to gather some detail on the reported event. When all that can be had is had and evaluated, the results will be posted in the follow-up report.